Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a beep anomaly. Customer¿s blood glucose value was 182 mg/dl. Customer stated that the audio was really loud and it was completely absent. Customer was advised to adjust the audio volume to 1, press save, and listen for the beep. Customer was advised to adjust the audio volume to 5, press save, and listen for the beep. Customer stated that they did hear beeps when audio volume settings were saved. Customer stated that the audio test was passed but customer want to replace the insulin pump due to absence of alarm. The device will return for the analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 (variable 3) was present in the insulin pump trace download due to broken trace at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.